Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned noted two needles and two sutures. One of needles was observed to be detached from the suture and the loop of the suture was intact. The other suture was received with the loop open. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the three of the products, the loop broke and on a fourth product, the needle had det ached from the suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.